Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The customer tried performing maintenance on the instrument and performing re-calibrations, but the issue persisted. The investigation is ongoing.

Event description:
The initial reporter stated that controls were outside of range for the sodium electrode and chloride electrode tests on the cobas pure c 303 analytical unit. Calibrations were acceptable, but controls were drifting outside of range. An unspecified number of patient samples were repeated on a second analyzer. The customer provided examples of two patient samples with discrepant sodium results. The first sample initially resulted in a sodium value of 148 mmol/l and it repeated as 142 mmol/l. The second sample initially resulted in a sodium value of 138 mmol/l and it repeated as 150 mmol/l.

Manufacturer narrative:
The field service engineer replaced the ise unit, sipper nozzles, and vacuum nozzles. The investigation could not identify a product problem. The cause of the event could not be determined.